Manufacturer narrative:
The lot number is unknown and therefore the date of manufacturer cannot be determined. The tube was discarded and therefore, unavailable for failure investigation.

Event description:
The caller reported that about 32 hours after a percutaneous tracheostomy was performed the physician and nurse were investigating the source of bleeding from the patient's tracheostomy. Upon suctioning clots and frank blood from around and on the trach tube, the physician noticed that the flange of the trach tube was dislodged from the outer cannula of the tube. While the flange of the tube was secured with suture and ties, the outer cannula remained unsecured. The tube was replaced with a new tube of the same size over a tube exchanger. The original trach was discarded and is not available for return and the lot number is unknown. The patient's status was reported as recovering from initial tissue trauma and no reported injury to patient.